Manufacturer narrative:
D4 - primary UDI number and d7a - single use device were updated. The actual suspected product was not returned for evaluation. A 12-month service history review was performed. The customer¿s allegation could not be confirmed, and a probable cause could not be determined due to the device not being returned.

Event description:
It was reported that the pump was alarming with air in line. The programed rate was 0.6 ml, the remaining volume was 11.7 ml. The event occurred during infusion at the patient's home, and the operator of the device was health professional. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.